Manufacturer narrative:
The machine was evaluated by the MFR after the diasafe plus filter was replaced by the facility technician. There were no further leaks found.

Event description:
A dialysis facility reported that a pt became hypotensive during a hemodialysis treatment. He was given 1 liter of saline and treatment was discontinued. Based on the pre and post treatment weights, saline given and what the machine had indicated was removed, there was a fluid weight loss variance of about 2.6 kg. The pt continued to be hypotensive so he was taken to the hosp ER. Fluid leak was found behind the machine. The diasafe plus filter was found to be leaking.